Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the prograsp forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that the tip of a prograsp forceps instrument had come off the base. No further information was provided. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: all of these items were returned in one box. They were submitted individually and had their own return material authorization's but were shipped together in one single box. The customer did not have answers to any of the follow-up questions. Everything the caller knew about the instruments was included when they requested the RMA on the isi's website.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken main tube approximately 44.61mm from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage. The proximal clevis is dislodged as a result of the main tube break. The probable root cause (broken main tube) is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause (dislodged proximal clevis) is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
Refer to h11 for follow-up information.